Event description:
Arjo was informed about an event involving the enterprise 9000x bed. The customer stated that the bed was damaged at the midpoint and requested an evaluation. The patient was in bed when the event occurred. No injury was sustained.

Manufacturer narrative:
During the on-site visit, the customer reported to the technician that the bed was being raised when the nurse noticed the bed in an uneven position. The patient was removed from the bed. The technician inspected the device and found that the right-side backrest hinge was cracked and separated. This failure caused the bed to lift unevenly, which subsequently led to secondary damage to the left hinge, the backrest strut (gas spring), and the backrest actuator. The bed was manufactured in 2014, making it older than the expected product lifetime of ten years. Based on the available evidence, the most likely cause of the right hinge failure is normal wear, as the components had been in use for approximately twelve years without replacement. Due to the device age, limited information and lack of service history, it is not possible to determine whether any additional historical factors may have contributed to this event, nor can they be fully excluded. Based on the available evidence, normal wear remains the most probable cause of the hinge failure. This assessment was discussed with the product engineer, who agreed with this conclusion. The device did not meet its performance specifications due to the confirmed malfunction. The patient was on the bed when the event occurred. This complaint was assessed as reportable due to the backrest hinge failure during the use with the patient. No injury was reported. No UDI information is available; the device was manufactured before UDI implementation.